Event description:
It was reported that a patient presented with ventricular tachycardia. The arrhythmia may have been caused by the pacemaker inducing inappropriate capture due to the autocapture function. The device was extracted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.